Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded damaged the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify bolus wizard complaint due to motor error alarms. No unexpected motor leaks oil anomalies during visual inspection. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was in the insulin pump's reservoir compartment. The insulin pump had moisture damage. Customer's blood glucose level was 204 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.